Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the aiming beam emitted from proximal end of fiber upon attachment and at 70,764 joules it was noted that the "aiming beam fires straight out of fiber". The fiber was exchanged and the procedure was completed with the second fiber at 129,336 joules. The tips of both fibers were cleaned during the procedure. Patient outcome: "no injury".